Event description:
The ventilator would only operate o backup battery power. The customer reported the unit was in use on a pt, and there was no pt harm. The ventilator did not stop functioning while in use. The respironics svc tech confirmed the ventilator would not operate on ac power. The svc tech replaced the power supply. Extended seflt testing (est) and performance verification testing was done and all tests passed to operating specifications. Factory failure analysis of the power supply reported the ac input connector was loose on power supply board due to insufficient solder. This fault could cause the ventilator to become inoperate while in use.